Manufacturer narrative:
The device was returned to the resmed service center located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system faults resulting in a power down of the device. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. A review of the device logs confirmed the occurrences of system fault error messages (sf 82 and 74) which resulted in a device power fault. The investigation determined that the device fault was due to a faulty main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).